Manufacturer narrative:
The initial MDR report with FDA reference# 0003015876-2025-02724 and stryker reference# (B)(4), submitted on 12/22/2025, was submitted in error. This vigilance report was found to be a duplicate of the initial MDR report with FDA reference# 0003015876-2026-00031 and stryker reference (B)(4), submitted on 01/06/2026.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the device was powered on. In this state, a lay user may not be able to deliver defibrillation therapy. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device did not provide any voice prompts when the device was powered on. In this state, a lay user may not be able to deliver defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.